Manufacturer narrative:
On 25 august 2017 the medical affairs performed a clinical evaluation and commented as follows: total hip revision surgery in an old man ((B)(6) year-old) occurred 2 months after primary surgery. According to the report, the reason for revision is dislocation. The antero-posterior position of the femoral stem looks suboptimal. Batch reviews performed on 04 september 2017. Lot 168187: (B)(4) items manufactured and released on 28 march 2017. Expiration date: 2022-03-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup flat pe hc liner ø 32 / e, code 01.26.3244hct, lot. 167566 (k103352) lot 167566: (B)(4) items manufactured and released on 25 january 2017. Expiration date: 2022-01-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cocr ball head 12/14 ø 32 size xl +7, code 01.25.024, lot. 164844 (k072857) (B)(4) items manufactured and released on 11 october 2016. Expiration date: 2021-09-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery due to hip luxation.